Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000420981 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed a piece of plastic shaving in the cannula that fell into the patient. They were able to retrieve the entire piece and no patient harm was reported. The jaws of the hp2 was used to receive the piece in it entirety. There was a slight delay as they opened up a new kit and finished the case with no other issue.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.